Event description:
Information received from the field notes that the patient was scheduled for a non-pacemaker related surgery. When the device was checked, there was no ventricular capture at any output and bipolar lead impedance was 2090 ohms. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative